Manufacturer narrative:
The esc button did not respond due to corroded keypad trace. No moisture damage on electronics noted during testing. No constant tone alarm or vibration anomaly noted during testing. The insulin pump was received with scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the insulin pump was exposed to moisture. The customer stated that the insulin pump was vibrating without an alarm or alert. The customer stated that a constant tone was occurring. The customer mentioned that the insulin pump received a button error alarm. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.